Event description:
This report summarizes one malfunction. The reported information indicates that model mc1616, biopsy instrument, allegedly experienced removal difficulty and failure to fire. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review will be performed. The device has been returned for evaluation; the evaluation confirmed failure to fire but remained inconclusive for removal difficulty. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The sample has been returned for evaluation. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. The reported information indicates that model mc1616, biopsy instrument, allegedly experienced removal difficulty and failure to fire. This information was received from a single source. This malfunction involved a patient with no consequences. The patient's age, weight, and gender were not provided.